Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 2 months after injection with 2 syringes of juvederm voluma xc in the cheeks and chin the patient developed "deep nodules" at the injection sites and "swelling under [the] left eye". The nodules were discovered by the patient when washing their face. The patient was treated with cephalexin, clindamycin, and a medrol dosepak. The nodules did get smaller with the medrol dosepak but started recurring so the patient was additionally prescribed prednisone.